Manufacturer narrative:
It was reported that an error for backup alarm failure had occurred. The remote service engineer (rse) advised the customer to power the unit into diagnostic mode and confirm that the product number for the power management (pm) printed circuit board assembly (pcba). The rse discussed the repair options with the customer and the customer then stated that they are going to repair the unit internally. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that an error for backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an error for backup alarm failure had occurred. The remote service engineer (rse) advised the customer to power the unit into diagnostic mode and confirm that the product number for the power management (pm) printed circuit board assembly (pcba) was 1153636. The rse discussed the repair options with the customer and the customer then stated that they are going to repair the unit internally. The investigation is ongoing.